Event description:
It was reported that, the patient with this right ventricular (rv) lead felt due to appropriate shock. During follow-up, an x-ray confirmed a dislodgment. Subsequently, a revision procedure was performed, and this rv lead was successfully repositioned. No additional adverse effects were reported.